Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The device did not exhibit any damage or ware marks. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, he reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted that the wire was broken at joint on the pk dissecting forceps instrument.